Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(6). B5: describe event or problem- correction; d4: additional device information- correction; h4: device manufacturer date- correction, removed date; h6: event problem and evaluation codes- correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem- correction. D4: additional device information- correction. H4: device manufacturer date- correction, removed date. H6: event problem and evaluation codes- correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.